Event description:
It was reported initially that the zimmer skin graft mesher was not working properly. Despite multiple attempts to obtain additional information from the initial reporter, no additional details were obtained regarding the reported event. However, there was no report of injury or medical intervention associated with the incident. Through evaluation of the device it was noted that the comb was damaged.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 20 years old and was last returned to the manufacturer for repair on (B)(4) 2008. Inspection displayed a damaged roller, comb, ratchet, sideplates, and shoulder bolts. Damage to components could have caused the reported event. Lack of preventive maintenance and improper handling most likely caused the damage to the components. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.